Event description:
Customer alleged discrepant, back to back blood glucose results of lo (<10 mg/dl) and 142 mg/dl when testing was performed within 1 minute on the compact plus system. Customer reported having no symptoms and taking no treatment/action based on the results. A request was made for the return of the suspect device and replacement product was sent.